Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
One the string or ¿center core¿ completely detached and the remainder stayed inside the body- vagina [foreign body in reproductive tract]. Upon trying to remove one the string or ¿center core¿ completely detached [complication of device removal]. The string or ¿center core¿ completely detached [device breakage]. Case narrative: consumer reported via email that the tampon string completely detached and the remainder stayed inside the body. No serious injury was reported.